Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a patient follow-up on 15 feb 2019, a warning message was displayed indicating a high ventricular lead impedance (greater than 3000 ohms). Ventricular egm was flat and pacing as well as sensing were unavailable while ECG showed the patient¿s intrinsic rhythm at 80bpm. The suspected fracture of the lead could not be confirmed under x-ray. During the re-intervention on 18 feb 2019, a lead disconnection was not confirmed. The lead was disconnected and psa measurement revealed high ventricular lead impedance (greater than 3000 ohms), no pacing and no sensing. The subject lead was abandoned in the patient's body and the associated pacemaker was explanted and discarded at the hospital. The re-intervention ended after the implantation of a new ventricular lead and a new pacemaker.

Manufacturer narrative:
Preliminary analysis confirmed the reported electrical issues; a ventricular lead issue and/or a connection issue is suspected.

Event description:
Reportedly, during a patient follow-up on 15 feb 2019, a warning message was displayed indicating a high ventricular lead impedance (>3000 ohms). Ventricular egm was flat and pacing as well as sensing were unavailable while ECG showed the patient¿s intrinsic rhythm at 80bpm. The suspected fracture of the lead could not be confirmed under x-ray.during the re-intervention on 18 feb 2019, a lead disconnection was not confirmed. The lead was disconnected and psa measurement revealed high ventricular lead impedance (>3000 ohms), no pacing and no sensing. The subject lead was abandoned in the patient's body and the associated pacemaker was explanted and discarded at the hospital. The re-intervention ended after the implantation of a new ventricular lead and a new pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190430 - file-2019-00619 - analysis_and_closure_report_resp-2019-00365.pdf].

Event description:
Reportedly, during a patient follow-up on (B)(6) 2019, a warning message was displayed indicating a high ventricular lead impedance (>3000 ohms). Ventricular egm was flat and pacing as well as sensing were unavailable while ECG showed the patient¿s intrinsic rhythm at 80bpm. The suspected fracture of the lead could not be confirmed under x-ray.during the re-intervention on (B)(6) 2019, a lead disconnection was not confirmed. The lead was disconnected and psa measurement revealed high ventricular lead impedance (>3000 ohms), no pacing and no sensing. The subject lead was abandoned in the patient's body and the associated pacemaker was explanted and discarded at the hospital. The re-intervention ended after the implantation of a new ventricular lead and a new pacemaker.